Manufacturer narrative:
Aga medical could not evaluate the amplatzer septal occluder involved in this incident since the device remains implanted. This event will be reviewed by the aga medical erosion board. Upon adjudication, the results will be provided in a supplemental report.

Event description:
According to the information received, a small pericardial effusion was noted on echo. The effusion resolved by (B)(6) 2010 visit.

Manufacturer narrative:
This event was reviewed by the aga medical erosion board and determined that no erosion occurred.